Manufacturer narrative:
E1: name: ypsomed ag, street: weissensteinstrasse 26, phone: +41 34 424 45 51, city: solothurn, country: switzerland. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an adhesive issue as the infusion set fell off during use. And the patient also reported site became painful.